Manufacturer narrative:
Reporting institution name: (B)(6) hospital. Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that the oxygen concentration could not be adjusted. It was reported that the device was in use at the time of the event, no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per the key market response, the oxygen concentration on the device could not be adjusted and was indicated have low oxygen concentration. The customer's device was no longer in warranty; as a result, the customer repaired the device on their own. The key market did not specify what repairs were performed to resolve the issue. No further details were provided.